Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems could not be reproduced. The evaluation findings are as follows: insulation failure of the insertion section; defects of the insertion tube - non-bending section; defects of distal end; defects to the control body (non-switches); stain on universal cord; defects of connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the errors "b30" and "b31" occurred and the image was lost; the screen went black and the image did not return. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to an unexpected stress was loaded on the image sensor unit cable, which resulted in a cut on coating of the image sensor unit cable. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was later confirmed the date of event is unknown. The device was inspected prior the use however, the b30 error occurred during the procedure. The device was replaced, and the procedure was completed with no further sequelae. The type of procedure being performed is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on feedback from the affiliate. Olympus will continue to monitor field performance for this device.